Event description:
The report received from the affiliate that pci was performed on a 90% occluded and highly calcified lesion in the distal lad. The vessel was slightly tortuous. The radial approach was chosen. A brite tip guiding catheter was engaged and a runthrough guidewire crossed the lesion. Ivus and predilation were performed with a 2.5mm ryujin catheter. Then a 2.5x.28mm cypher stent was delivered to the target lesion and inflated up to 5 atms, but the balloon inflated a little and ruptured. Balloon rupture was confirmed by contrast media leakage around the distal portion of the balloon under angiography. Therefore, the cypher stent was retrieved from the pt along with the delivery system. To finish the procedure, poba was conducted again with the 2.25mm ryujin balloon catheter at the proximal portion of the lesion and new cypher of the same size was implanted at the target lesion without issues. The procedure was finished successfully. There was no pt injury reported. The product will not be returned for analysis due to the pt's infectious disease. The physician did not indicate any anomalies prior to use. There was no difficulty reported in removing the product from the hoop or kinks or other damages noted prior to inserting the product into the pt. It was also reported that there was no prepping difficulty or resistance at any time. The brand of contrast media and the indeflator were not known. The usual contrast to saline ratio was 1:1.

Manufacturer narrative:
This device is not distributed in the united states. However, it belongs to the same class of devices as the us distributed cypher sirolimus drug-eluting stent. It is not available for testing and evaluation. Add'l info received will be submitted within 30 days upon receipt.